Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 140 mg/dl at the time of incident and 349 mg/dl at the time of call. Customer had hyperglycemia and treated with insulin pump. Customer stated that the drive support cap was normal. Customer also reported that the insulin pump received no delivery alarm. Troubleshooting was performed for hyperglycemia. The insulin pump will not be returned for analysis.